Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. H6 component code: appropriate term/code not available (g07002) used to capture no findings available. The size of the article is too large to attach/submit with the 3500a submission. The citation of the article has been provided below: article entitled " what is the clinical presentation of adverse local tissue reaction in metal-on-metal hip arthroplasty? An MRI study" written by galea vp, laaksonen I, connelly jw, matuszak sj, nortje m, madanat r, muratoglu o, and malchau h. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled " what is the clinical presentation of adverse local tissue reaction in metal-on-metal hip arthroplasty? An MRI study" written by galea vp, laaksonen I, connelly jw, matuszak sj, nortje m, madanat r, muratoglu o, and malchau h. Published by clinical orthopaedics and related research on (B)(6) 2018 was reviewed. Was the presence of symptoms as measured by patient-reported outcome measures associated with altr presence and severity as noted on metal artifact reduction sequence (mars)-MRI in patients treated with one design of mom tha or hip resurfacing arthroplasty (hra)? Could reliable thresholds for blood metal ion levels be determined that were associated with altr presence on mars-MRI? 327 patients implanted with asr were involved in the final study. 145 were implanted with asr xl and 182 were implanted with asr resurfacing. Adverse events: 49 patients with asr xl developed altr. 29 patients with asr resurfacing developed altr. Each group had elevated cobalt and chromium levels. 105 patients reported being clinically symptomatic (pain). No medical or surgical intervention was reported.